Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a <25 >125 shock impedance measurement prior to a non-device related surgical procedure. A guidant technical services (ts) consultant discussed possibilities for this observation, including a lead fracture or insulation damage. Ts recommended the delivery of a maximum energy shock through the patient's chronic epicardial patch/lead system (in service for approximately 16 years).the physician elected to cap and abandon the patient's chronic leads, and explanted this device. A new single chamber ICD and transvenous defibrillation lead were implanted pectorally without reported complication. It is not known at this time if a maximum energy shock was delivered.